Event description:
A cq2015 three piece collamer lens was returned with part of the lens stuck in the cartridge. Addtional information has been requested from the user facility, but none has been forth coming.